Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-may-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the device involved in this incident, it was determined that the keyboard was not failed. A field service engineer (fse) found the keyboard functioning without issue. The fse exited the application, logged in as the care fusion admin, and ran the hardware test application and the keyboard tested successfully with no issues identified. The fse also reseated the universal serial bus (usb) cable and confirmed that the keyboard worked without any failure. The customer verified keyboard functionality, and no further issues were observed. The system functioned as intended after field service engineer had investigated the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es tower, the keyboard was failed. The tower required repeated restarts in order for the keyboard to respond. The customer stated that this malfunction occurred while dispensing the medication and they were unable to issue the medication, which caused a delay to the patient care.there were no adverse events or injuries reported based on this event.